Event description:
I was using the relion home blood pressure system model bp3nl-1prl to take my wife's pressure and the unit quickly increased air into the cuff until it rose to nearly 250. My wife was in severe pain and after removing the cuff very quickly saw that her arm was bruised. This cuff is dangerous. It should not be able to pump that much air into the cuff. It took nearly 15 minutes for the pain and marks left on her arm begin to go away.